Manufacturer narrative:
Service was not dispatched for this event. Two retained sampled associated with a previous similar event had been evaluated. The failure had been confirmed. Corrective actions are currently underway.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that on (B)(6) 2011 one access 2 immunoassay system liquid waste bottle ruptured and a second waste bottle showed signs of cracking and crazing. The 2 bottles associated with this event were the original bottles shipped with the instrument at the time of install. Beckman coulter inc. (Bci) does not provide recommendations regarding replacement intervals for waste bottles. It is unknown at this time if the customer used chemicals to "decontaminate" waste bottles before re-use. Per the access 2 immunoassay system operators guide waste bottles should be emptied when full and rinsed with tap water only. Bci customer documentation does not specifically identify the exclusion of any chemicals from decontamination activities. There was no death or injuries reported in association with this event.